Event description:
It was reported that during a radial collateral ligament repair of the second metacarpal, after the surgeon finished drilling and placed the 1.0mm mini juggerknot, the inserter would not go into the predrilled hole without bending. The surgeon pushed the inserter in the same plane that he drilled with the step down drill but the juggerknot would not advance. He re-drilled and opened a second anchor that inserted properly into patient to finish the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.